Event description:
Customer's mother reported that the insulin pump keeps shutting down and rebooting itself. Customer then receives a flashing battery warning despite putting new batteries in. Customer's blood glucose reading at the time of the call was 375 mg/dl and was treated with the insulin pump. Customer was unable to troubleshoot at the time of the call. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.